Manufacturer narrative:
A device history record review was completed for provided material number 300700 and lot number 220616. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) shelf carton was returned for evaluation by our quality team. Through examination of the sample, the missing shelf carton label was observed. The labels are printed and placed in the secondary packaging machine. The variable information (lot number and expiration date) is printed on a label which is then stuck onto the shelf cartons and introduced automatically into the shipment cases; all of these steps are completed automatically. An automated detection system is in place to verify the accuracy of the printed label or the absence of the label. The performance of this reader is challenged every eight working hours. The missing label resulted from a temporary failure in the label feeder and an improper segregation of affected product by the operator once rejected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles 23 g there was missing information from the label. There was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: we have received a customer complaint regarding microlance injection needles, part number 300700. Reason for complaint: lack of series and expiration date on the package.